Event description:
Doctor's claim that there was an error code displayed of faulty disk/shut down during case twice and had to be rebooted.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.